Event description:
It was reported that the patient recieved several shocks due to noise. The right ventricular lead impedance was 100 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.